Event description:
The patient experienced ongoing cutaneous reactions attributed to adhesives from the pods and sensors. While wearing the pod, the patient sought medical attention via office visit on (B)(6) 2026, for fluid-filled blisters and a bright red, painful rash at application sites. The clinician diagnosed impetigo and atopic dermatitis and prescribed additional mupirocin antibiotic cream. The patient resumed therapy; however, skin reactions persisted. The patient plans on a follow-up dermatology evaluation with consideration for adhesive allergy testing. Follow-up information was received after the patient¿s dermatology appointment on (B)(6) 2026. The patient continues to experience skin irritation at pod adhesive sites, presenting as redness, painful rash, and fluid-filled skin bubbles consistent with prior episodes at the locations where the pod or sensor adhesive is applied. The dermatologist assessed the affected areas and determined the presentation was most consistent with a severe eczema flare related to dry skin, though an adhesive allergy could not be ruled out. The documented diagnosis was ¿allergic reaction vs. Severe eczema reaction.¿ treatment included initiation of dupixent for eczema management and a topical steroid cream for acute inflammation. During follow-up outreach, the parent reported ongoing skin irritation and plans to monitor the patient¿s response to the new treatments before making further changes to the device regimen. The parent was advised to reach out if symptoms persist. Dexcom was notified of the event on 26 march 2026. Dexcom was notified of the event on 26 march 2026.

Manufacturer narrative:
B5 was updated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced ongoing cutaneous reactions attributed to adhesives from the pods and sensors. While wearing the pod, the patient sought medical attention via office visit on (B)(6) 2026, for fluid-filled blisters and a bright red, painful rash at application sites. The clinician diagnosed impetigo and atopic dermatitis and prescribed additional mupirocin antibiotic cream. The patient resumed therapy; however, skin reactions persisted. The patient plans on a follow-up dermatology evaluation with consideration for adhesive allergy testing.